Manufacturer narrative:
Mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
"On (B)(6) 2022, agent fielded a call from a patient who claims they received a false positive test result for a rapid test they completed (B)(6) 2022. The patient claims they completed multiple additional tests and received negative results for all of them. The patient states that they received a negative result for a pcr test they completed with curative, though no additional tests completed in 2022 were found to have been completed by the patient with curative. The patient also claims they complete rapid tests daily for work. The patient claims they are not experiencing any symptoms. The patient also claims they were in the same house for the past 4 days with 3 other individuals who all received negative test results- the patient was the only individual to receive positive results. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.